Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc leaked. It was reported by customer that the 18g safety catheters have been leaking when the IV is started. Verbatim: several (B)(6) have reported today and just recently that the bd cathena IV 18g safety catheters have been leaking when the IV is started. The guard to prevent leaking/potential nurse exposure is not working. Customer response received on (B)(6)2025. The incident was reported by 4 nurses to management on (B)(6)2025. Both 20 g lot number 01-00382903868629 exp 08-31-2027 lot number 4237744 and 18 gauge (package given to lori) patient did not experience any harm, rn was exposed to blood leaking over the bed to the floor since the valve that prevents blood from leaking out did not work. No product available at this time.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.